Manufacturer narrative:
Review of this MDR and/or additional information received shows the information was already captured in report 1723170-2018-02633. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803.

Manufacturer narrative:
Patient information not provided due to (B)(6) patient privacy regulations. UDI not available for this system at time of filing. No procode, common device name and/or 510k provided as this device is not released for distribution in the united states. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding a navigation system intraoperatively during a cranial resection. It was reported that the geometry performance was unstable, and the spheres were not visible on the camera and not being tracked. It was checked if the passive marker was attached. The passive marker was cleaned by water and a dry cloth. However, the issue persisted. The passive marker was replaced with a new on and the replaced one was normally visible to the camera and being tracked. The passive marker was discarded by the site. The extended surgical time was noted to be less than 1 hour.